Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist spoke with the customer, who informed that someone from bd tech had fixed the issue the previous day. The issues related to drawer 4.1, drawer 5.1 half-height cubie drawer were resolved, and further repair information was not provided. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 5.1 in inv03 main that was broken during pm. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.